Event description:
The customer contact reported an adverse event while the device was in use. The pump was programmed at an unspecified time to deliver morphine 1mg/ml in the pca+continuous mode with a 1mg/hr continuous rate, a 2mg pca dose, a 10 minute patient lockout and no 4 hour limit was selected. The customer contact reported that at an unspecified time, the nurse found the patient "non-responsive, sedated, and breathing 4 breaths per minute." A code was initiated and an unspecified dose of narcan was administered. The patient was reportedly "manually ventilated by ambu bag with 100% o2." After an unspecified length of time, a "narcan drip" was initiated. The patient was reported to have responded and recovered. There were no reported adverse patient sequelae. The pump was removed from clinical service. The customer contact reported that "there is no problem with the pump" and the pump "delivered as programmed." Though requested, no additional information was provided.